Manufacturer narrative:
This report is filed (B)(6), 2010 - (B)(4).

Event description:
A customer contacted global technical services regarding assistance with disconnecting without capping the patient line while on the homechoice (hc) unit during dwell. The home patient (hp) reconnected before calling baxter. The technical service representative (tsr) assisted the home patient (hp) to end therapy early and instructed her to call nurse. No injury or medical intervention was reported. Product surveillance spoke with a nurse on (B)(6) 2010 regarding the reported problem. The nurse stated that the hp is fine and they gave her antibiotics as a preventative measure. The nurse said she reviewed appropriate procedure with the hp and that there were no product defects. No other information was available.

Event description:
Per the surgeon, the device was explanted (B)(6) 2010 due to improper electrode placement. It was not reported whether there are plans to reimplant. Additional information has been requested.

Manufacturer narrative:
(B)(4).